Event description:
It was reported that the stent partially deployed, and stent material deformation occurred. Using the contralateral approach, the 99% stenosed, severely tortuous target lesion severely was located in the superficial femoral artery (sfa). A 6x120, 130 cm eluvia drug-eluting vascular stent system was selected for the procedure to treat peripheral arterial disease (pad) in the lower limb. The stent was difficult to fully deploy and subsequently the stent stretched. The original device was used to complete the procedure. No patient complications were reported.

Manufacturer narrative:
Device evaluation by manufacturer: returned product consisted of an eluvia self-expanding stent system with a 0.014 inch guidewire in the device. The outer sheath, tip, inner sheath and the remainder of the device were checked for damage. Visual examination revealed that the handle is open. There was a kink on the nose cone. The proximal inner liner is prolapsed. The handle was x-ray, and the proximal inner is the part that prolapsed. Microscopic examination revealed no additional damages. Product analysis confirmed the stent was partially deployed; it was also noted that the device had a kink on the nose cone.

Event description:
It was reported that the stent partially deployed, and stent material deformation occurred. Using the contralateral approach, the 99% stenosed, severely tortuous target lesion severely was located in the superficial femoral artery (sfa). A 6x120, 130 cm eluvia drug-eluting vascular stent system was selected for the procedure to treat peripheral arterial disease (pad) in the lower limb. The stent partially deployed, and the material deformed. No patient complications were reported. The original device was used to complete the procedure.